Event description:
It was reported that shaft break occurred. The target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 2.50mm x 20mm emerge balloon catheter was advanced for pre-dilation. However, upon removal of the balloon, the proximal shaft which is closer to the hub of the balloon broke. The device was completely removed and the procedure was completed with a non-bsc device. There were no patient complications nor injuries reported.